Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument did not cut. The surgeon manually cut the tissue to complete the procedure. The hospital has reported no pt injury occurred.